Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable due to the cable not fitting into the pump. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. A new charging cable was sent to the customer.